Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and critical pump error. Customer's blood glucose at time of incident was 140 mg/dl. Customer was explained the no delivery and no battery procedure. Customer was advised to keep battery 20 minutes out of the pump. Customer that the pump keep flashing and vibrating can't enter pump anymore. Customer was advised to call the hospital and ask for a new pump.

Manufacturer narrative:
No unexpected blank display anomalies, no delivery alarms/alerts, battery type alarms/alerts, display type anomalies, pump error alarms or vibration anomalies noted during testing. The pump was received with a critical pump error and pump error 54 in the trace files due to moisture damage on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify the no delivery alarms, battery type alerts/alarms. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, moisture damage on the battery tube assembly, corroded force sensor assembly and moisture damage on the motor assembly.